Manufacturer narrative:
H2: device not returned, unable to evaluate. H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that a stryker saw was breaking blades, there is no report of this occurring during a procedure, or having any patient involvement. No further information at this time.

Event description:
It was reported that a stryker saw was breaking blades, there is no report of this occurring during a procedure, or having any patient involvement. No further information at this time.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : waiting for device to be returned.